Event description:
Customer reported the system will not boot and displays a check sum error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram board. System operates as intended. This MDR is related to ge healthcare complaint number.